Event description:
Ekos machine powered off during transport. After trouble shooting it was determined that the battery pack was not functioning properly and the ekos machine was directly plugged into the wall and worked properly- no harm to the patient.